Event description:
This is a report from global pharmacovigilance and is a spontaneous report from (B)(6) consumer with supplemental information provided by a (B)(6) facility nurse of peritonitis in a male patient with unknown culture results coincident with dianeal pd2 2.5%. Therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis. Dianeal therapy was ongoing. During a call with the consumer/caregiver, they reported that the patient was diagnosed with peritonitis on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012 and treated with unknown antibiotics. During a follow up call, the facility nurse indicated the patient reported touch contamination had occurred. It is unknown if the patient was retrained regarding aseptic technique. The nurse indicated the peritonitis was unrelated to the baxter device, solutions or disposable products.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4) . Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the product code is unknown, a 510k number cannot be provided at this time.